Event description:
During a diagnostic procedure in a surgical operation we had a direct contact with liver parenchyma for 5-15 seconds on two different pts involved. During the procedure, after having positioned the instrument on the parenchyma, the operator has realized that the probe cover was fully broken with subsequent contact of the non sterile probe both with surgeon hands and with pt tissues. The pts are still recovered and there are no sign of infectious complications.

Manufacturer narrative:
There are two events noted within this documentation. The complaint noted the same product code (pc3687) and two dates: device 1 - (B)(6) 2011 and device 2 - (B)(6) 2011. Microtek is trying to confirm the lot number of each product for each event. At this time microtek has listed the lot number for each product as d110241.